Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. The customer was able to load a cartridge successfully.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a f/u supplemental report will be submitted.